Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose and the reservoir had air bubble. The customer¿s blood glucose was 400+ and 397 mg/dl at the time of the incident and current blood glucose is 129 mg/dl. The customer experienced symptoms such as hyperglycemia. The customer was treated with an insulin pump. The customer was wearing the insulin pump during the hospitalization. The approximate size of air bubbles is small and large air bubbles. The reservoir will not be returned for analysis.